Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("excessive abnormal bleeding") and basedow's disease ("autoimmune disorder type of disorder: graves disease") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included vaginitis, candida infection, gerd and asthma. Previously administered products included for an unreported indication: motrin. Concurrent conditions included overweight, hyperthyroidism since (B)(6) , dysfunctional uterine bleeding, pruritus, bacterial vaginosis, onychomycosis and anxiety. In (B)(6) , the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes/ bladder issues") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced basedow's disease (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). The patient was treated with levonorgestrel (mirena), rizatriptan and surgery (ablation and hysterectomy, bilateral salpingectomy, unilateral oophorectomy - right ovary). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea had resolved, the basedow's disease, migraine, headache, vaginal discharge, weight increased, alopecia and urinary tract disorder outcome was unknown and the bladder disorder was resolving. The reporter considered alopecia, basedow's disease, bladder disorder, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Current weight 192 lbs. Most recent follow-up information incorporated above includes: on 6-feb-2019: pfs received. Event outcomes were updated. Treatment drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included vaginitis, candida infection, gerd and asthma. Previously administered products included for an unreported indication: motrin. Concurrent conditions included overweight, hyperthyroidism since 1998, dysfunctional uterine bleeding, pruritus, bacterial vaginosis, onychomycosis and anxiety. In (B)(6) , the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced basedow's disease ("autoimmune disorder type of disorder: graves disease"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with levonorgestrel (mirena), surgery (hysterectomy, bilateral salpingectomy, unilateral salpingo-oopherectomy - right ovary) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, basedow's disease, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, alopecia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered alopecia, basedow's disease, bladder disorder, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Current weight 192 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and patient demographic added. Historical drug and concomitant disease were added. On (B)(6) 2006, she implanted essure (previously reported as (B)(6) 2009). Added events abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: graves disease, migraines / headaches, dysmenorrhea (cramping),vaginal discharge, weight gain, hair loss and bladder or urinary problems or changes. On (B)(6) 2013, she explanted essure (previously reported (B)(6) 2010). Updated onset date and events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.